Event description:
Possible noise on this ra lead showing in periodic iegms. It was recommended to bring the patient in for a follow up. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead capped (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.